Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle colic artery using ruby coils. During the procedure, while attempting to advancing the ruby coil out of its introducer sheath, the physician experienced resistance, and the ruby coil kinked; therefore, it was removed. The procedure was completed using another ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 50.0 cm, 51.0 cm, 54.0 cm, 55.0 cm, 133.0 cm and 134.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds. The introducer sheath was undamaged and unknown substances were found inside the introducer sheath. Conclusions: evaluation of the returned ruby coil confirmed that the device was unable to advance out of its introducer sheath and the pusher assembly was kinked. Further evaluation revealed unknown substances were inside the introducer sheath. During functional testing, the returned ruby coil was unable to be advance or retract from its introducer sheath. After the introducer sheath was flushed through with solution, the embolization coil was able to advance through the introducer sheath. The unknown substances likely contributed to the reported resistance experienced during the procedure and the functional test. The pusher assembly kinks were likely a result of forceful advancement against resistance. The root cause of these unknown substances could not be determined. The additional kinks near the proximal end of the pusher assembly were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.